Manufacturer narrative:
Ortho¿s investigation included a review of the manufacturing batch records of bioclone anti-d(rh1) lot db338a1 as used by the customer on the day of the reported event was carried out at ortho¿s manufacturing site. No non-conformances or quality events relating to the customers issue were reported. In addition, four samples known to be d(rh1) negative and weak d(rh1) positive were tested for d(rh1) typing in tube method at ortho¿s manufacturing site with retained product of bioclone anti-d(rh1) lot db338a1 as used by the customer on the day of the reported event. All expected positive and negative reactions were obtained. The issue reported by the customer could not be reproduced. Also, samples known to be d(rh1) negative and weak d(rh1) positive were tested for d(rh1) typing in tube method at ortho¿s manufacturing site with retained product of bioclone anti-d(rh1) lot db338a1 as used by the customer on the day of the reported event. All expected positive and negative reactions were obtained. The issue reported by the customer could not be reproduced. The review of the worldwide complaint databases through (B)(6) 2023 was performed for bioclone anti-d(rh1) lot db338a1. No trend was identified. The assignable cause of the discrepant negative d(rh1) antigen typing result obtained for this proficiency sample is likely sample related, the sample's red cells being partial d(rh1) (rh33). In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagent to perform as intended. In mitigation, the anti-d bioclone IFU states: - the monoclonal igm anti-d (clone mad2) causes direct agglutination of d positive red blood cells and in addition may, on occasion, cause direct agglutination of cells previously identified as weak d (du ) positive. The igg anti-d will detect weak d (du ) positive and partial d red blood cells by the indirect antiglobulin weak d (du ) test. - red blood cells that appear to be rh negative by this test method may be further tested for weak d (du ) antigen, if desired. - if no agglutination is observed and if a weak d (du ) determination is desired, proceed to the indirect antiglobulin weak d (du ) test method. No further complaints of this type have been received from the customer site since the time of the reported event.

Event description:
Mxp2519745; ra602014 a customer reported that they obtained what was described as a discrepant negative d(rh1) typing result for one proficiency sample, using bioclone anti-d(rh1) lot db338a1 in manual tube method. A negative d(rh1) result was reported to the proficiency supplier. It is understood that the customer was later informed by the proficiency supplier that the expected result for the proficiency sample was a positive partial d(rh1) antigen (rh33). The customer reported that a biased result had been reported to the proficiency supplier. The customer reported that no patient had been harmed as a result of the reported event.